Manufacturer narrative:
Further information from the reporter regarding event, product manufacturer and serial number, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.